Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Download data showed that the device did not run any pulses and is in pod state 2, the state of the device when it is awaiting initial activation. The device deployed as intended upon manual rotation of the ratchet gear. No damages or defects were observed during the investigation.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed and the pods pink slide did not move forward at initial activation. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.